Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data which revealed high resistance/impedance. Maximum right ventricular (rv) pacing impedance increased from 568 ohms the week of (B)(6) 2010 to 3456 ohms the week of (B)(6) 2010. Rv lead impedance patient alert was recorded on (B)(6) 2010. There were ventricular-ventricular events of <220 milliseconds recorded on (B)(6) 2010.

Event description:
It was reported that the lead had high and varying impedance, high or unstable thresholds, and that capture was intermittent due to an apparent lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.